Event description:
When the deep brain stimulator was on, the patient experienced a jolting sensation in his left arm. The patient had used a magnet the size of a license plate to pick up other magnets. The patient was in the clinic at the time of the report. The hcp reported the patient status as 'undetermined'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.